Event description:
It was reported that pump wake button did not work properly and required very hard pressure to turn pump on or off. There was no reported impact to the customer¿s blood glucose level. Customer continued using pump while distributor arranged for device return and a replacement pump was provided, with pump scheduled to be returned for evaluation.